Event description:
About 5-10 minutes after the start of cardiopulmonary bypass (cpb), and after the first dose of cardioplegia had been administered, the perfusionist felt a "wet sensation" on her leg. She looked down and saw blood on the floor and saw blood squirting out of the side of the arterial outlet connector of the sx25rx oxygenator. She noticed that the short "pig tail" tubing had dislodged from the arterial outlet connector. She turned off the arterial pump and clamped lines and summoned a fellow perfusionist to the operating room. She placed her finger over the leak site to stop the loss of blood. The 2nd perfusionist arrived and cpb was re-instituted as the other associate kept a finger on the leak site. The arterial pump and cpb was off for about 1 minute. The perfusion team elected to perform an oxygenator change out and had second unit ready. One of the perfusionist, as a precaution, pulled on the "pig tail" tubing on arterial outlet connector and it came off the fitting. They then decided to place a piece of tubing over the connector. They placed a 1/4" ID tube on the fitting and applied a tie strap, but the tubing was too large and this connection leaked. They placed some bone wax on the outside of the tubing/fitting junction and blood continued to leak from the fitting. They then opened up a sterile pediatric tubing pack and grabbed a section of 3/16" ID tubing on the fitting. This eliminated the leakage out of the port. This whole process from initial disconnection of the pigtail to final connection of the 3/16" ID tubing lasted about 1 hour. Blood flow rates were able to be maintained at about 1.8 - 2.2 l/min/m2 and blood gases and pt hemodynamics were within normal limits. Cpb continued without further issue and the procedure was completed successfully. The estimated blood loss was 500-1000 ml. The hematocrit was 27% after the lost blood and the pt did not require a transfusion in the operating room. There was a delay of about 2 minutes throughout this event as the issue was identified and mitigated. The pt was (B)(6) and the perfusionist was splashed with the pt's blood as a result of the leakage. Some blood did splash on her face. After the procedure, she was attended to in the hospital emergency room. The pt was awake, alert, and responsive to commands within a few hours of surgery. There was no observed harm of the pt.

Manufacturer narrative:
Terumo has not received the actual device for investigation; therefore, an investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available. (B)(4).